Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a hiatal hernia. It was reported that after implant, the patient experienced hernia recurrence, mesh failure, and adhesions. Post-operative patient treatment included mesh revision surgery, small bowel resection and mesh removal surgery.